Event description:
The user facility reported a 78-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was unable to obtain good flow rates. A visual inspection was performed, and it was discovered that a kink was present on the cannula. The pump was removed / replaced to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was returned for evaluation. Upon visual inspection, a kink was observed near outflow cage. There was no biomaterial or broken blades found. The cause of the low pump flow issue was cannula kink due to improper technique.